Event description:
During extracorporeal circulation, as the pt was being weaned from cardiopulmonary bypass, the arterial flow sensor displayed a "backflow" alarm, even though the arterial tubing circuit was clamped closed. There was no pt injury as a consequence of this event.